Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1 mm, ticml12.1, 13.00/3.5/105, implantable collamer lens, into the patient's left eye (od) on (B)(6) 2020. Accommodative spasms, refractive change overtime, and foggy vision was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, "at (B)(6) 2020 visit, patient voiced complaint of blurry vision only after work which would persist for minutes to hours." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens, into the patient's eye. Accommodative spasms and foggy vision was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.